Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion was calcified and in the shunt of hemodialysis. On the ninth inflation of a f/g sterling otw 6.0 x 40/40 (4f) ruptured at 14 atms. The procedure was completed with this device. The pt status is good with no complications reported.